Event description:
It was reported that the patient's cell phone was falling. When she caught it, it was against her pump and she experienced a shocking sensation. At refill, there was no volume discrepancy and the information appeared correct on interrogation. The patient did not notice any other symptoms.